Event description:
It was reported that about the beginning of (B)(6) 2011 patient began to have a lot of knee pain from an acl repair on (B)(6) 2007. He went to the surgeon and an x-ray was performed and found that the screw had broken into many little fragments and they were imbedded in the cartilage and meniscus tissue. Revision surgery on (B)(6) 2011. Surgeon removed the fragments and repaired the meniscus, there may be some damage to the knee`s cartilage.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.